Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of device was not pumping correctly. The actual volume delivered was 10ml under what was displayed. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not pumping correctly. Upon follow-up on (B)(6) 2017, the initial reporter stated that during the performance test the unit acted as if it was occluded and underfed. During additional follow up on (B)(6) 2017 the initial reporter stated that the actual volume delivered was 10ml under what was displayed. The reporter also stated that upon testing the pump, he found that it would prime but would not run more than a couple of minutes until it stopped feeding. Motor ran like normal but would not push any liquid out. Eventually the pump would alarm and power down. No patient involvement.